Event description:
A surgeon reported that a system message displayed when iop (intraocular pressure) control was on during a procedure. It was reported that the message displayed when irrigation was on and when irrigation was off (when irrigation line was clamped). As the line was closed, though iop control was on, irrigation didn't come out of the infusion line. The surgeon turned off iop control to complete the case. There was no harm to the patient.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. As the customer did not retain the finished goods lot number, DHR (device history record) and lot history could not be reviewed. The customer did not retain a sample for this complaint, as such functional testing could not be conducted. Without a sample, it is not possible to isolate the root cause. (B)(4).